Manufacturer narrative:
The reason for this revision surgery was the patient's patella dislocated after 9 months in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination a review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the patella dislocating was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's patella dislocating. The surgeon removed the insert and replaced it for better visualization.